Manufacturer narrative:
The insulin pump was received with corroded motor home switch. All of the buttons functioned properly however, moisture damage was found on the keypad traces. No button error alarm during out testing. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The displacement functioned properly. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the paramedics were called due to diabetic ketoacidosis. The insulin pump alarmed for a button error and the parent was not able to clear the alarm. The blood glucose reading was 297 mg/dl when the paramedics arrived and at 337 mg/dl when the customer was admitted to the hospital. The customer had low blood pressure and low oxygen levels and a fast heart rate. The parent reported that they had seen a health care professional prior to the event. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.